Event description:
Urinary catheter found severed in an elderly, disoriented male. Subsequent cystoscopy performed to remove balloon and tip of catheter. Pt also required anesthesia for procedure. Pt recovered.